Event description:
The customer is saying that although the spirit combo insulin pump was in stop mode, it didn't alert her to an e4 occlusion by beeping every minute. She stated, her son was without insulin delivery for a short time until she noticed and put the pump back into start mode. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.